Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons dome switch. No button error alarm noted during testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a button error alarm. The customer's blood glucose was 78 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.